Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: pushing through tubes & uterus/ perforation (uterus),"), fallopian tube perforation ("migration of essure device location of device: pushing through tubes & uterus/ perforation (fallopian tube(s)),"), abdominal pain ("abdominal pain/lots of right abdominal pain") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent in half". The patient's concurrent conditions included fibromyalgia, ovarian cyst, appendicitis, diverticulitis, perineal pain and pelvic pain. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("symptoms continued and caused her to be anxious and depressed"), depression ("symptoms continued and caused her to be anxious and depressed") and synovial cyst ("my right knee has a cyst behind"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) -2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety, depression and synovial cyst outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, synovial cyst, uterine perforation and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2016-088504 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2007: full occlusion, proper essure placement CT scan and us were wnl. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr recived: new reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. Product indication updated.events migration of essure device location of device: pushing through tubes & uterus/ perforation (fallopian tube(s)), migration of essure device location of device:pushing through tubes & uterus/ perforation (uterus), bent in half,abnormal bleeding(general), low back pain were added. Relevant lab data, concomitant condition, historical condition added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: pushing through tubes & uterus/ perforation (uterus),"), fallopian tube perforation ("migration of essure device location of device: pushing through tubes & uterus/ perforation (fallopian tube(s)," abdominal pain ("abdominal pain/lots of right abdominal pain") and genital haemorrhage ("abnormal bleeding(general)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent in half". The patient's medical history included loop electrosurgical excision procedure. Concurrent conditions included fibromyalgia, ovarian cyst, appendicitis, diverticulitis, perineal pain and pelvic pain. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia"), anxiety ("symptoms continued and caused her to be anxious and depressed"), depression ("symptoms continued and caused her to be anxious and depressed"), synovial cyst ("my right knee has a cyst behind") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety, depression, synovial cyst and vaginal haemorrhage outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, synovial cyst, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: results: full occlusion, proper essure placement. Diagnostic results: CT scan and us were wnl. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: event "abnormal bleeding (vaginal)", medical condition added from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("symptoms continued and caused her to be anxious and depressed"), depression ("symptoms continued and caused her to be anxious and depressed") and cyst ("my right knee has a cyst behind"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety, depression and cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, menorrhagia and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2016-088504 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion, proper essure placement most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:new reporter and event cyst added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("symptoms continued and caused her to be anxious and depressed"), depression ("symptoms continued and caused her to be anxious and depressed") and synovial cyst ("my right knee has a cyst behind"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety, depression and synovial cyst outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, synovial cyst and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2016-088504. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion, proper essure placement quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: pushing through tubes & uterus/ perforation (uterus)", fallopian tube perforation ("migration of essure device location of device: pushing through tubes & uterus/ perforation (fallopian tube(s)", abdominal pain ("abdominal pain/lots of right abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent in half". The patient's medical history included loop electrosurgical excision procedure. Concurrent conditions included fibromyalgia, ovarian cyst, appendicitis, diverticulitis, perineal pain and pelvic pain. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia"), anxiety ("symptoms continued and caused her to be anxious and depressed"), depression ("symptoms continued and caused her to be anxious and depressed"), synovial cyst ("my right knee has a cyst behind") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety, depression, synovial cyst and vaginal haemorrhage outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, synovial cyst, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: results: full occlusion, proper essure placement. Diagnostic results: CT scan and us were wnl. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: pushing through tubes & uterus/ perforation (uterus),/ migration of essure device location of device"), fallopian tube perforation ("migration of essure device location of device: pushing through tubes & uterus/ perforation (fallopian tube(s)),/ migration of essure device location of device"), abdominal pain ("abdominal pain/lots of right abdominal pain") and genital haemorrhage ("abnormal bleeding(general)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent in half". The patient's medical history included loop electrosurgical excision procedure. CT scan and us were wnl. Concurrent conditions included fibromyalgia, ovarian cyst, appendicitis, diverticulitis, perineal pain and pelvic pain. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("low back pain"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"), 4 months 23 days after insertion of essure. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extreme, debilitating menstrual pain"), allergy to metals ("nickel allergy"), anxiety ("symptoms continued and caused her to be anxious and depressed"), depression ("symptoms continued and caused her to be anxious and depressed") and synovial cyst ("my right knee has a cyst behind") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety, depression, synovial cyst, vaginal haemorrhage and pelvic pain outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, synovial cyst, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: full occlusion, proper essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2019: pfs received- new event pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("symptoms continued and caused her to be anxious and depressed") and depression ("symptoms continued and caused her to be anxious and depressed"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, weight increased, anxiety and depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion, proper essure placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.